Event description:
It was reported by the patient that they felt a sensation in their stomach, and that they were hearing "an involuntary heartbeat" from their chest. The patient continued, stating that the device representative "tried to push the device" and that "caused the device to pump pump pump". The patient further noted that the device representative informed the physician that "the device calibrated" and that "it appeared that there was some interference in between". Additionally, the patient noted that "during the night, there was a tachycardia event and the physician contacted the device representative". Furthermore, the patient noted that they were feeling s ymptoms, specifically, a "small impact inside" of their heart. Reprogramming was done. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 680r30 heart ring implanted (B)(6) 2024; 900sfc230 heart band implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.